Manufacturer narrative:
This report is being submitted for b2 which was missing in the initial report. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unclear if the event occurred before or after boston scientific device stuck, therefore: - if the event occurred ¿before¿ the boston scientific device stuck, the probable cause is likely mucosa was sucked in the distal cover when user operates suction while opening space at distal end, cutting the mucosa when withdrawing or the distal cover cracked, catching the mucosa when pressure was applied. - if the event occurred ¿after¿ the boston scientific device stuck, the probable cause is likely the user withdrew the scope with the device still stuck in the biopsy channel and protruding out the distal end where it contacted the end of the esophagus. It is unknown if the device was compatible with the scope and olympus has no information about the specification of the device. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 107 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage. Important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Combination equipment: system chart: be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility."

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238-2021-00338.

Event description:
It is reporting during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, an unspecified boston scientific device was sent down the working channel of the duodenoscope and got stuck. The physician removed the scope with the device still stuck and protruding out the distal end (presumably with the elevator not in the proper position since it was stuck). At the time, the physician did not notice anything abnormal with the patient. Later it was discovered there was a tear at the distal end of the esophagus. The physician did rectify this to stop the bleeding (it is unstated how). The patient stayed overnight in the ICU. The patient's current condition as of today is "doing fine." The physician is not certain what caused the tear. Additional details regarding the patient and event have been requested with no response to date.